Event description:
It was reported that this pacemaker exhibited an abrupt increase of right ventricular (rv) pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss) from bipolar to unipolar. Additionally, noise and oversensing was observed resulting in pacing inhibition of greater than 2 seconds. The field representative noted this patient experienced pocket stimulation when the output was increased to 3 volts or higher. Technical services (ts) suspected a fracture however this has not been confirmed. The physician did not want to perform a lead revision at this time. Ts discussed programming optimization and that it is at the physician's discretion. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited an abrupt increase of right ventricular (rv) pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss) from bipolar to unipolar. Additionally, noise and oversensing was observed resulting in pacing inhibition of greater than 2 seconds. The field representative noted this patient experienced pocket stimulation when the output was increased to 3 volts or higher. Technical services (ts) suspected a fracture however this has not been confirmed. The physician did not want to perform a lead revision at this time. Ts discussed programming optimization and that it is at the physician's discretion. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.